Event description:
According to the complaint, the customer stated that the waste lines were popping off the connector. He got splashed/sprayed by waste line in the eyes/face and had to rinse the eyes.

Event description:
According to the complaint, the customer stated that the waste lines were popping off the connector. He got splashed/sprayed by waste line in the eyes/face and had to rinse the eyes.